Event description:
The reporter/hcp (patient/layperson's mother) contacted this senior medical affairs specialist in 2008. Reportedly, the patient's one touch ultralink display appeared damaged. The reporter stated, "it looks like the screen has frost bite." The patient experienced no injury or harm. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.